Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended. Visual inspection found dried body fluid/tissue around the helix. Additionally, the helix was observed to be deformed, although this may not have been the cause of the placement difficulty, it is an indicator of placement issues during implant. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Based on the direct observation of a deformed helix tip, it was concluded that the clinical observations were a known inherent risk with use of this product.

Event description:
It was reported that this implantable lead was attempted to be implanted on left bundle branch (lbb). The lead was attempted to be positioned with no success, the lead was extracted, and a small amount of tissue was observed on the helix. While attempting to clean the helix, it bent. Another lead was implanted instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this implantable lead was attempted to be implanted on left bundle branch (lbb). The lead was attempted to be positioned with no success, the lead was extracted, and a small amount of tissue was observed on the helix. While attempting to clean the helix, it bent. Another lead was implanted instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended. Visual inspection found dried body fluid/tissue around the helix. Additionally, the helix was observed to be deformed. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported difficulty to position problems.

Event description:
It was reported that this implantable lead was attempted to be implanted on left bundle branch (lbb). The lead was attempted to be positioned with no success, the lead was extracted, and a small amount of tissue was observed on the helix. While attempting to clean the helix, it bent. Another lead was implanted instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.